Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/5/2020. H.6. Investigation: a device history record review was completed for provided material number 305175 and lot number 8324804. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, four physical sample were received for evaluation by our quality team. The samples came in sealed packaging blisters. Each was visually inspected with at 10x magnifier lens and no damage or defects were observed. Each sample was then connected to a syringe with saline solution and no leakage was found. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that the needle 20ga 1in experienced leakage at the connection site during use. The following information was provided by the initial reporter: complaint 2 of 5 there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point. Bd precision glide needle 20g x 1¿ product # 9872550, lot # 8324804. In separate instances, my nursing team has had issues with the bd 3ml syringe when they were drawing up or administering medications. The first instance came about when nursing staff tightened a bd precisionglide 20g x 1" needle onto a bd 3ml syringe to draw up medication to administer to a patient. When the nurse pulled the plunger back on the 3ml syringe the medication spilled out surrounding the needle/syringe connection point.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 20ga 1in experienced leakage at the connection site during use. The following information was provided by the initial reporter: complaint 2 of 5 there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point. Bd precision glide needle 20g x 1¿ product # 9872550 lot # 8324804. In separate instances, my nursing team has had issues with the bd 3ml syringe when they were drawing up or administering medications. The first instance came about when nursing staff tightened a bd precisionglide 20g x 1" needle onto a bd 3ml syringe to draw up medication to administer to a patient. When the nurse pulled the plunger back on the 3ml syringe the medication spilled out surrounding the needle/syringe connection point.